Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("malposition of essure in fallopian tubes/ perforation of fallopian tube"), genital haemorrhage ("excessive bleeding") and bipolar disorder ("bipolar") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's previously administered products included for birth control: depo from 2007 to 2012. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced menstrual disorder ("abnormal cycle"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In 2016, the patient experienced bipolar disorder (seriousness criterion medically significant). In 2017, the patient experienced dyspareunia ("dyspareunia"). The patient was treated with surgery (one coil removed from left fallopian tube on (B)(6) 2018, hysteroscopy). At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, migraine, headache and menstrual disorder outcome was unknown and the bipolar disorder had not resolved. The reporter considered bipolar disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menstrual disorder and migraine to be related to essure. The reporter commented: immediately after essure removal, her severe and persistent pelvic pain is not as bad as it was when she had essure, however she still have abdominal pain here and there. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2017: fallopian tubes perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2018: pfs received, patient demographic details, lab data added. Essure was implanted on (B)(6) 2013 for female sterilization. Event added as fallopian tube perforation, dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, menses abnormal, genital bleeding, bipolar. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('malposition of essure in fallopian tubes/ perforation of fallopian tube'), device dislocation ('displaced left essure implant/ left essure implant extruding into the uterine cavity') and bipolar disorder ('bipolar') in an adult female patient who had essure (batch no. B60752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's previously administered products included for birth control: depo from 2007 to 2012. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced menstrual disorder ("abnormal cycle"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage ("excessive bleeding") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In 2016, the patient experienced bipolar disorder (seriousness criterion medically significant). In 2017, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (one coil removed from left fallopian tube on (B)(6) 2018, hysteroscopy). At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, migraine, headache and menstrual disorder outcome was unknown and the bipolar disorder had not resolved. The reporter considered bipolar disorder, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menstrual disorder and migraine to be related to essure. The reporter commented: immediately after essure removal, her severe and persistent pelvic pain is not as bad as it was when she had essure, however she still have abdominal pain here and there. Date(s) of insertion: (B)(6) 2014 (as per mr discrepancy noted) trailing coils- right 4, left 2. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2017: results: fallopian tubes perforation. Most recent follow-up information incorporated above includes: on 29-jul-2020: mr received- lot number was added. Reporters were added. Case became medically confirmed. New event added- device dislocation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('malposition of essure in fallopian tubes/ perforation of fallopian tube'), device expulsion ('displaced left essure implant/ left essure implant extruding into the uterine cavity') and bipolar disorder ('bipolar') in an adult female patient who had essure (batch no. B60752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's previously administered products included for birth control: depo from 2007 to 2012. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced menstrual disorder ("abnormal cycle"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, genital haemorrhage ("excessive bleeding") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In 2016, the patient experienced bipolar disorder (seriousness criterion medically significant). In 2017, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (one coil removed from left fallopian tube on (B)(6) 2018, hysteroscopy). At the time of the report, the fallopian tube perforation, device expulsion, genital haemorrhage, dysmenorrhoea, dyspareunia, migraine, headache and menstrual disorder outcome was unknown and the bipolar disorder had not resolved. The reporter considered bipolar disorder, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menstrual disorder and migraine to be related to essure. The reporter commented: immediately after essure removal, her severe and persistent pelvic pain is not as bad as it was when she had essure, however she still have abdominal pain here and there. Date(s) of insertion: (B)(6) 2014 (as per mr discrepancy noted). Trailing coils- right 4, left 2. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2017: results: fallopian tubes perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.